Event description:
It was reported to the manufacturer by facility called in and stated the arm had broken off and a pt fell. [Boom did not brake as first described] the left came apart. C.n.a.'s had boom in the high position up over the bed lifting resident up and out of their bed. When the scale and cradle came apart from the boom and fell with resident still in sling. Scale still attached to the cradle when this happened. Resident was sent to ER for x-rays and obseravation; bruising and bump to head, no serious injuries reported. Resident sent back to facility and is doing fine. Scale manufacturer notified of this incident. Sunrise sales rep will be visiting facility week of 3/2005 to evaluate lift and take pictures.